Event description:
It was reported the patient experienced cardiac tamponade. First, a transseptal puncture was performed using transeptal access system. A left atrium appendage closure was then performed using the sheath and closure device. Approximately, an hour and a half following the ablations cardiac tamponade was identified and a pericardiocentesis was performed. The patient is expected to fully recover, and no further complications were-reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).